Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f had no sealant. Manual compression was applied for 15 minutes to achieve hemostasis. The vcd was being used with an unspecified procedural sheath for arterial closure following an interventional procedure. It is unknown if the user shuttled the vcd down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the procedural sheath from the tissue tract. The patient's vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient¿s hospitalization was not prolonged as a result of the vcd. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1707602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. (B)(4). (B)(6).

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f had no sealant. Manual compression was applied for 15 minutes to achieve hemostasis. The vcd was being used with an unspecified procedural sheath for arterial closure following a euro intervention procedure. It is unknown if the user shuttled the vcd down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the procedural sheath from the tissue tract. The patient's vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient¿s hospitalization was not prolonged as a result of the vcd. The vcd will not be returned for analysis.